Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure cracked insulation was observed on the chronic right ventricular (rv) lead. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.